Manufacturer narrative:
Section d4 & h4: multiple attempts for device serial number were made, however no response was received. Manufacturer's investigation conclusion: the reported event of power cable disconnect alarm was confirmed via the log file review. The log file spanned approximately 39 days (21dec2020 to 30jan2021 per the timestamp). Atypical power cable disconnect intermittently activated between 21dec2020 at 21:57 and 07jan2021 at 10:39 due to power cable fault on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm2 system controller was not returned for analysis. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that analysis of the log file revealed power cable disconnects while attached to batteries and power module which looks to be an issue with the black lead of the system controller. Additional information was requested but not provided